Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that experienced a spinal puncture which required blood patches. The patient continues to use their device to find effective pain relief.